Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the device's power board was observed. The device's power board was replaced to address the issue. The power board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power board issue was due to physical damage to the ribbon cable causing components to short.